Manufacturer narrative:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2014: dim, faded, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the display screen was found to be dim, faded and discolored. Unrelated to the display screen issue, the label was noted to missing from the back of the pump.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2014: dim, faded, discolored display.